Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump received insulin flow block alarm. No further patient complications were reported. The customer will continue the use of device.